Manufacturer narrative:
B)(4). An investigation was carried out into this complaint. Based on the information received, it appears most likely that during the transfer using sara 3000 active lift the patient let go of the handles of the lift and fell as a consequence. It remains unknown if the resident was being raised or lowered, whether or not a sling was in use, what size sling was used. Mobility of the patient remains unknown. Following the above event description, we are able to establish that the lift was being used for patient care when the event took place and in that way contributed to the outcome of the event. However, we are not able to confirm the sling involvement. According to intended use included in the sling and lift instruction for use (IFU) sling should be used together with appropriate lift. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It remains unknown which sara 3000 lift and sling were involved in the event. It was indicated that the facility is in possession of two sara 3000 active lifts and two sara 3000 slings medium and large size. All devices were inspected, however it was noticed that lifts were not quarantined by the customers facility after the event. No malfunctions were indicated by the customer that could have caused or contributed to the event. An on site inspection found slings to be worn, some clips were suggested to be out of tolerance, minor loose threads were observed and washed/worn label. This is not impacted on the performance of the slings when using according to the instruction for use (IFU) but this is an indication that these slings should be withdrawn from use and replaced. Also one of the sara 3000 lift was found with some minor issues which have not an impact on the performance of the lift. All functions of these lifts were tested and passed tests. Based on this, it was established that the system (lift and sling) was found to have been up to specification, when the event took a place. Without having first level evidence such as video or detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge that in part comes from previous complaint investigations and related simulations of events. From our investigation, including a simulation, it comes forward that when the labelling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs (at minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). With the above considerations, and when compared to the information received, it was concluded that the most likely cause of the event is that the patient was not being correctly evaluated before transfer (by a qualified nurse or therapist) and additionally the IFU was not followed on several points (multiple use errors), allowing the person to slip out of the sling. The current sling instructions for use (IFU) includes important information concerning proper and safe use of the system (sling and lift together): "the active sling is intended to the patient/resident who has been clinically assessed to correspond to the following categories: sits in a wheelchair. Is able to partially bear weight on at least one leg. Has some trunk stability. Dependent on carer in most situations. Physically demanding for carer. Stimulation of remaining abilities is important. The right type and size of sling should be used after proper assessment of each resident's size, condition and the type of lifting situation. If the patient/resident does not meet these criteria an alternative equipment/system shall be used". "Warning: to avoid injury, always assess the resident prior to use" please note that the customer was interviewed by an arjohuntleigh representative but could not provide any training dates for staff; the device labeling requires that all users must be trained as per the IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to evaluate the person to be transferred, before each transfer and proper lift and sling inspection before transfer. This is to be communicated to the customer. Arjohuntleigh find this complaint to be reportable to the competent authorities.

Event description:
On b)(6) 2015 the following was reported to arjohuntleigh: during the patient's transfer using sara 3000 active lift the patient "let go of lift arms, and fell". It remains unknown if being raised or lowered, whether or not a sling was in use, what size sling, mobility of the patient. The patient was diagnosed with a humerus fracture and was sent back to the facility.